Event description:
It was reported that device detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A direxion hi-flo fathom-16 system was selected for liver cancer treatment. However, upon removal, it was noted that the outer layer of the catheter, which was distal to the strain relief, had separated. The device was removed completely from the patient's body and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that device detachment occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A direxion hi-flo fathom-16 system was selected for liver cancer treatment. However, upon removal, it was noted that the outer layer of the catheter, which was distal to the strain relief, had separated. The device was removed completely from the patient's body and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Correction - h6: evaluation method codes, evaluation result codes, evaluation conclusion codes.